Event description:
Reportedly, after fusion the 3m return electrode was removed from the pt's right leg. At that time a burn was noted in the area of the cord/pad connection. The charred area of the burn was about the size of a dime and it was third degree burn. The blanched area outside the charred section was about the size of a nickel. It was also noted that blisters where on the boarder area where the pad was placed. To date the burn has been treated with ointment.